Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to corroded electronic assembly. Unit had cracked case at display window corner, cracked lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed in water. The customer belt clip broke and insulin pump accidently fell into the pool. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.